Event description:
It was further reported that themyocardial infarction (mi) event was withdrawn from the site. Please disregard the mi portion on med watch forms #'s 6000093-2005-00699, and 6000093-2005-00700

Event description:
Clinical study: same case as #6000093-2005-0700, same patient as #6000093-2005-00697, #6000093-2005-00698. Three hundred twenty one days after a coronary artery drug eluting stenting procedure the pt experienced a myocardial infarction (mi). The target lesion being treated in the index procedure was a 2.7mm, 100% stenosed distal right coronary artery (dist rca). The physician treated the target lesion with predilation and successfully placing two taxus express2 8.8% 2.75x8mm and 2.50x24mm drug eluting stents with a 2mm overlap in the target lesion without complication. Three hundred twenty one days after the procedure the pt experienced a non q-wave mi as evidenced by elevated cardiac enzymes and was admitted to the hospital. The pt was discharged 3 days later.